Event description:
As per the report received from israel, edwards received notification of a pascal precision ace procedure in the mitral position. On post-operative day 24, there was a single leaflet device attachment (slda) with the first device implanted. The patient presented with significant calcification on the mitral valve leaflets. Initially, a pascal precision ace device was implanted in the medial anterior-posterior (a2-p2) position with a 12-6 orientation. Subsequently, a second device was placed in the anterior-posterior (a3-p3) position with an 11-5 orientation. At baseline, the patient had severe mitral regurgitation (mr) (grade 4), which was successfully reduced to mild (grade 1) following the procedure. However, on postoperative day 24, a single leaflet device attachment (slda) occurred, resulting in leaflet tearing and partial entrapment of the leaflet within the device. This led to a recurrence of severe mr. As a result, a redo procedure was performed, during which an additional pascal device was implanted. The mr was reduced to moderate to severe (grade 3), although further reduction was limited due to inadequate leaflet insertion caused by the prior tear. On post-operative day 25, mr had improved to moderate. Approximately one week after the redo procedure, the patient passed away due to infection and other underlying comorbidities.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information from the physician suggested tearing of the leaflet as part of the leaflet was within the device. However no further information was provided, although an slda was observed with a torn leaflet, the reason for the leaflet tear was not disclosed, therefore a definitive root cause was unable to be determined since no edwards defect was identified, corrective or preventative actions are not required.